Event description:
Caller reported that they did not observe insulin drops at the end of the tubing during the fill tubing step. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Reportedly, the customer contacted a healthcare provider to obtain alternate insulin therapy.